Manufacturer narrative:
H3, h6 h10: the reported ultra fast-fix curved assembly, used in treatment, has been returned for evaluation. Visual assessment of the device showed not suture or ts remain on the delivery needle but were returned. The depth limiter has been trimmed to the surgeons desired length. Examination of the construct showed no abnormalities. From the information provided, both ts deployed simultaneously. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: inadvertent trigger advancement during deployment of t1. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during meniscus repair surgery, the ultra fast fix implants were deployed simultaneously. The procedure was completed using a backup device but it is unknown if there was any delay. The patient outcome is unknown. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.